Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 extension cable had a damage coupling. There were not any patient effects reported.

Manufacturer narrative:
There was no patient involvement. (B)(4). The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned without the broken connector collar piece. Based on the returned condition of the device and the results of the investigation, the reported failure mode "break, cord" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that hemopro2 extension cable had a damage coupling. There was no patient involvement.